Event description:
Patient came tooutpatient surgery for removal of malfunctioning groshong catheter. While attempting to remove catheter (which had been inserted approx. Three years ago) it was noted that the catheter was broken. Flouroscopy had to be used to remove the small pieces that had broken off the catheterinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: stopcock. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.